Event description:
It was reported via medwatch report that the bed was at high height and would not lower due to bed controls possibly being locked out. Customer reports that per their maintenance technician the bed controls must have been locked out sometime during transport and another associate must have unlocked the controls from the bed control panel prior to the unit being evaluated by the technician. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.